Manufacturer narrative:
Patient age - the exact age of the patient was not reported. However, the patient was reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017 the patient underwent the third bt treatment performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017, a chest x-ray was performed and the physician saw pneumonitis in the upper lobes. The physician assessed that the pneumonitis was likely part of the healing process, as it is typical to see ground glass opacity after bt on x-ray. The patient's hospitalization was extended due to the pneumonitis and the patient remained under observation during this time. No additional treatment was reported for the pneumonitis. The patient is reportedly doing better, although the exact discharge date was not reported. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.